Event description:
Multiple attempts made to insert a central venous catheter in right groin. Resistance was met going down the 232 gauge insertion needle with the .018 guide wire. The guide wire snagged on the needle. A hematoma to the right groin occurred, which resolved twelve hrs later.